Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided lymph biopsy through hard density tissue using a maxcore device. During the procedure, the needle was allegedly bent. It was further reported that the device was difficult to remove from the patient. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided lymph biopsy through hard density tissue using a maxcore device. During the procedure, the needle was allegedly bent. It was further reported that the device was difficult to remove from the patient. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. Three electronic photos were provided and reviewed. The photo shows a maxcore biopsy devices in half primed positions and the device's stylet (sample notch) was noted to be bent. Second photos show a maxcore device in half primed position which is placed on a flat surface. Third photo shows a product's labelling information which matches with the tw details. No additional anomalies were observed. Based on the photo review, the investigation is inconclusive for reported difficult to remove for both the devices as no evidence was provided. The investigation is confirmed for the reported bent issue in one of the device. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.